Event description:
An operating room manager reported that a footswitch had an error during a procedure. The procedure was completed after exchanging the footswitch. There was no pt harm.

Manufacturer narrative:
A new footswitch and footswitch cable were provided to the customer. The defective footswitch was taken back. No field actions were performed as part of this service record (sr) and the sr was closed. The sample was not obtained for eval and no add'l info was obtained in relation to this event. For this reason. Steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause cannot be determined conclusively. (B)(4).